Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Due diligence was executed for this event with no information, including initial reporter occupation, provided by the customer. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. Since the device has been manufactured for more than seven years, the cause of the bending of the pins in the scope socket may have been the effects of wear or accidental failure due to long-term use; it could also be the effect of abnormal (floating or bent) pins on the endoscope side in use.

Event description:
As reported for this event, during preparation for use, the device had bent pins in the camera socket. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing of device, the device failed inspection due to bent pin inside socket causing no image issue while using camera head otv-s7. Scope socket needs replacing. Device has new type power switch.